Event description:
The catheter was in use with a pt's tracheostomy or endotracheal tube. A therapist noted that the pt was losing approx 200-300cc's tidal volume and slowly increased the ventilator pressure control to compensate for the lost tidal volume. The cath was eventually removed and replaced with another and no pt injury occurred.